Manufacturer narrative:
Device evaluation summary: the device was returned the original box. The data on the luer was consistent with lot number indicated in the product complaint form. A visual and tactile inspections were performed. No damages have been noted on the shaft. The balloon was used. A twisted area was noted on the balloon 125 mm from the proximal balloon welding. No difficulties during attempt to insert the 0,018¿¿ guide wire inside the guidewire lumen. Purging procedure was performed the balloon was inflated at 2 bar and its profile resulted deformed in the point of twisting. At 14 bar it was not possible to note a deformation point.

Event description:
The physician was attempting to use a pacific xtreme balloon to treat a severely calcified 75mm cto (chronic total occlusion-100%) in the right proximal popliteal artery. The artery had a diameter of 6 mm and had little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure used a 6f 10cm non-medtronic sheath and a non-medtronic 0.018" guidewire. No resistance was encountered advancing the device and it did not pass through a previously deployed stent. The balloon was inflated using a non-medtronic inflation device. The balloon twisted during the first inflation. A rewrap tool was not used. The balloon was deflated as usual and the physician was able to remove the balloon. The procedure was completed using dilatation with 6x80mm non-medtronic device and then two self-expanding stents were placed. No patient injury was reported.